Event description:
Additional information was received that the exact cause of the vascular injury was unknown. Per the physician, the valve did not contribute to the vascular injury. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Third paragraph added h6. Patient codes added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, an inline sheath was inserted from the left femoral artery, and the delivery catheter system (dcs) was advanced through without problem. First deployment was initiated at an implant depth of 6mm. The valve dislodged upwards using the parachute effect when the capsule was closed, and was recaptured while pressing down on the dcs. Second deployment attempt was shallower, at a position of 3mm. Echocardiogram showed no problems with the depth, but paravalvular leak (pvl) was obvious. The condition of expansion was checked at various angles but the leak did not intensify, therefore the valve was fully released. In addition to the depth, echocardiogram indicated a slight increase in pericardial effusion, but no problems with blood pressure. After full release of the valve, the pvl was seen to be moderate severity. Considering the patient¿s advanced age, post-implant balloon aortic valvuloplasty (bav) was performed to prevent heart failure during the chronic period. The mean diameter was 25mm, but to avoid a rupture, post-implant bav was performed at 24mm. Rapid pacing did no operate properly, so the pacing lead position was adjusted three times. Post-implant bav was performed successfully, and the pvl decreased slightly to mild-moderate. Afterwards, the pvl gradually decreased due to self-expansion, so the procedure was completed. The moment the pacing lead was removed at the same time as the patient was awakened from anesthesia, blood pressure gradually decreased and cardiopulmonary arrest (cpa) occurred. The team rushed to perform cardiac massage, turn on percutaneous cardiopulmonary support (pcps) and perform pericardial drainage, but the bleeding did not stop and the procedure was converted to surgery. Thoracotomy was performed and the bleeding site checked, a dissection over multiple pinholes was confirmed in the vicinity directly above the outflow cone of the evolut valve in the ascending aorta. Ascending aorta replacement was performed. The valve was not removed, but a new valve was placed in the ascending aorta and the procedure was completed. The possible cause of the vascular injury was that the valve dislodged upwards during recapture, causing damage with the inflow strut when the dcs was pressed. The heart team determined that even a slight injury would result in serious injury due to the stent graft and fragile vasculature. The pinhole position was directly above the valve outflow, so the possibility that the ascending aorta was dissected by cardiac massage cannot be denied. However, if the cause of the pinhole directly above the valve was cardiac massage, it is unknown what caused the cardiopulmonary arrest. The echocardiogram physician also pointed out that pericardial effusion was increasing during expansion, so right ventricular perforation due to the pacing lead was considered, however this was judged to be unlikely as the color of blood when performing pericardial drainage was arterial blood. No additional adverse patient effects were reported. Additional information was received that during the valve implant procedure, a pre-implant balloon dilatation was performed with an 18 millimeter (mm) non-medtronic balloon (zmed). The starting deployment was at the bottom of the pigtail. A non-medtronic guidewire (safari) was used during the procedure. Per the physician, the delivery catheter system (dcs) may have contributed to the vascular injury. Additional information was received that an annular rupture and severe hemorrhaging were also confirmed. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0011959824); product type: 0195-heart valves section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: 0011966450); product type: 0195-heart valves medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, an inline sheath was inserted from the left femoral artery, and the delivery catheter system (dcs) was advanced through without problem. First deployment was initiated at an implant depth of 6mm. The valve dislodged upwards using the parachute effect when the capsule was closed, and was recaptured while pressing down on the dcs. Second deployment attempt was shallower, at a position of 3mm. Echocardiogram showed no problems with the depth, but paravalvular leak (pvl) was obvious. The condition of expansion was checked at various angles but the leak did not intensify, therefore the valve was fully released. In addition to the depth, echocardiogram indicated a slight increase in pericardial effusion, but no problems with blood pressure. After full release of the valve, the pvl was seen to be moderate severity. Considering the patient¿s advanced age, post-implant balloon aortic valvuloplasty (bav) was performed to prevent heart failure during the chronic period. The mean diameter was 25mm, but to avoid a rupture, post-implant bav was performed at 24mm. Rapid pacing did no operate properly, so the pacing lead position was adjusted three times. Post-implant bav was performed successfully, and the pvl decreased slightly to mild-moderate. Afterwards, the pvl gradually decreased due to self-expansion, so the procedure was completed. The moment the pacing lead was removed at the same time as the patient was awakened from anesthesia, blood pressure gradually decreased and cardiopulmonary arrest (cpa) occurred. The team rushed to perform cardiac massage, turn on percutaneous cardiopulmonary support (pcps) and perform pericardial drainage, but the bleeding did not stop and the procedure was converted to surgery. Thoracotomy was performed and the bleeding site checked, a dissection over multiple pinholes was confirmed in the vicinity directly above the outflow cone of the evolut valve in the ascending aorta. Ascending aorta replacement was performed. The valve was not removed, but a new valve was placed in the ascending aorta and the procedure was completed. The possible cause of the vascular injury was that the valve dislodged upwards during recapture, causing damage with the inflow strut when the dcs was pressed. The heart team determined that even a slight injury would result in serious injury due to the stent graft and fragile vasculature. The pinhole position was directly above the valve outflow, so the possibility that the ascending aorta was dissociated by cardiac massage cannot be denied. However, if the cause of the pinhole directly above the valve was cardiac massage, it is unknown what caused the cardiopulmonary arrest. The echocardiogram physician also pointed out that pericardial effusion was increasing during expansion, so right ventricular perforation due to the pacing lead was considered, however this was judged to be unlikely as the color of blood when performing pericardial drainage was arterial blood. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that following the transcatheter aortic valve replacement (tavr) procedure, the patient was transferred to another hospital for long-term treatment and continued rehabilitation.

Event description:
Additional information was received that during the valve implant procedure, a pre-implant balloon dilatation was performed with an 18 millimeter (mm) non-medtronic balloon (zmed). The starting deployment was at the bottom of the pigtail. A non-medtronic guidewire (safari) was used during the procedure. Per the physician, the delivery catheter system (dcs) may have contributed to the vascular injury.

Manufacturer narrative:
Updated data: b5 continuation of d10: product ID zmed balloon ; product lot/serial number na; product type: dilation balloon ; implant date ; explant date product ID safari guidewire ; product lot/serial number na; product type: guidewire; implant date ; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.